Event description:
It was reported that the fowler cylinder was not functioning to specification. No adverse consequence reported.

Manufacturer narrative:
Device eval not possible. Device was lost in international transit.